Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).

Event description:
Allegedly neck fractured 7 yrs post-op.